Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found detached from the pushwire and missing. Both instant detachers were not returned for evaluation as they were discarded. The axium pushwire was found broken on the proximal end with the portion containing the tack weld replacement (twr) crimps missing. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detachers, the proximal end of the pushwire containing the tack weld replacement crimps, and the implant coil were not returned; therefore, any contributing factor from these could not be assessed. It is possible that the bends in the pushwire may have led to the difficulty detaching the implant coil with the instant detachers and the difficulty encountered during detachment by the manual method, due to an incorrect method of detachment by the customer. It is possible that the implant coil became detached during shipping back to medtronic subsequent to the coin being pulled back from the lumen stop. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ related mdrs for this event: 2029214-2017-00825; 2029214-2017-00988. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried 4 times to detached the coil with instant detacher and two times with another instant detacher without success. The physician attempted to detach the coil one time with manual method but still coil did not detach. New devices were used and procedure completed successfully. No patient complications were reported.